Event description:
It was reported when the physician inserted the introducer into the pt, blood leaked from the valve. An alternative device was used to continue the procedure. The device was discarded at the hospital.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event remains unk. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.